Event description:
Information was received indicating that this cadd legacy plus pump was giving error 49. No adverse effects reported.

Event description:
The following submission has been inadvertently reported: 3012307300-2019-01956. The reported error code 49 is a service due alarm only, not a product fault allegation.